Event description:
Revision surgery - due to the patient having chronic dislocation. The surgeon wanted to increase the head diameter for stability and wanted a semi-constrained liner. The patient has severe rheumatoid arthritis (ra) and other illnesses.

Manufacturer narrative:
The reason for this revision surgery was the patient was chronically dislocating. The length of in vivo service was 8.7 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; summary of investigations: (B)(4) for dislocation, (B)(4) for infection, (B)(4) for instability, (B)(4) broke during use and others not associated with product issues. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or details for the dislocations. It was reported that the patient has severe rheumatoid arthritis and other illnesses. Factors that may contribute to joint dislocation not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.